Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Troubleshooting was performed, but the insulin pump could not be returned to normal operation. The customer did not have a backup plan to treat her diabetes, so she was advised to seek medical attention to treat her blood glucose. A later phone call revealed that the customer was hospitalized with a blood glucose reading of 647 mg/dl. Nothing further was reported.